Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: 12/14 articul 44mm m spec+15.5 hip femoral head; pinnacle mtl ins neut44idx62od hip acetabular liner; unknown hip acetabular cup; aml lg stature 15.0mm hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation alleges that patient has experienced pain, difficulty walking, swelling, and elevated metal ion levels. Doi: (B)(6) 2007; dor: none reported; (left hip). Patient is a resident of (B)(6). Update: 12/17/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 26 apr 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. There were no new allegations found in the ppf. Added the stem to the impacted products to addressed previous allegation of elevated metal ions. Updated patient codes. Doi: (B)(6) 2007; dor: none reported; (left hip).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.